Event description:
It was reported that pump malfunction occurred with malfunction code 16, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset device without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction reoccurred, which customer acknowledged and understood.